Event description:
It was reported that an unknown balance middleweight (bmw) guide wire was easily placed and the dragonfly opstar imaging catheter was easily advanced into the vessel via the guide wire. When attempting the first pull back of the optical coherence tomography (oct) there was slight displacement at the proximal portion of the guide wire noted. When positioning for the second pullback with the catheter further proximally in order to be able to examine the distal main trunk, there was significant dislocation [kink] of the wire proximally with a step on the wire already visible near the distal end of the wire. Advancement of the bmw was no longer possible because the wire was still far enough distally. After the third pull back was performed, the catheter could not be removed; therefore, the bmw wire and catheter were removed together with resistance. The bmw guide wire was noted to have kinked twice. The procedure was completed without further oct. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI number is ¿ni¿ as the catalog number was not provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The dragonfly opstar catheter is filed under a separate medwatch report number.

Manufacturer narrative:
A visual, and dimensional inspections were performed on the returned guide wire and the reported kink was confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed due to the returned condition of the device. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part/lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported difficulty to advance, difficulty to remove, and kink appear to be related to case circumstances of the procedure. Based on the reported information, and returned analysis, it is likely that during initial advancement the distal core became damaged against the anatomy and/or other devices used causing resistance during pull back. Further manipulation of the guide wire ultimately resulted in the distal core kinks and the difficulty to remove from the dragonfly oct device. The bend on the shaping ribbon is consistent with the tip shape process prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na